Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other perclose proglide device is filed under a separate medwatch manufacturer report number.

Event description:
It was reported that suture placement with two proglide devices were achieved one in the left common femoral artery (lcfa) and one in the right common femoral artery (rcfa) via 6fr sheath using the preclose technique prior to a percutaneous endovascular aneurysm repair (pevar) procedure. Reportedly, when re-inserting the 0.035 guidewire, to remove the first proglide device, resistance was felt trying to insert the guidewire. Re-inserting the 0.035 guidewire was attempted several times; however, the attempts were unsuccessful. The guidewire was exchanged to a hydrophilic guidewire and after multiple manipulations, force was used to overcome the resistance. The hydrophilic guidewire was inserted into the proglide device. It was reported that a femoral angiogram was not taken. The sheath was upsized to and 8fr then a 16fr and the pevar procedure was completed. Two additional proglide devices were used after the pevar procedure in the lcfa and rcfa achieving hemostasis. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history of the reported lot did not indicate a lot specific quality issue. Reportedly, no angiogram was performed. It should be noted that the perclose proglide instructions for use, states: perform a femoral angiogram to verify the location of the puncture site. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.